Manufacturer narrative:
The investigation determined that lower than expected ammonia results were obtained from a vitros performance verifier fluid using vitros amon reagent with a vitros 5,1 chemistry system. The most likely assignable cause of the lower than expected results is instrument related. Vitros amon precision testing performed was outside of ortho guidelines, indicating that the vitros 5,1 chemistry system was not performing as intended at the time of the events. The cause of the unexpected instrument performance is likely due to microslide incubator contamination. The customer undertook an incubator decontamination procedure and returned the vitros 5,1 chemistry system to expected performance. Following these actions, acceptable vitros amon performance was observed.

Event description:
A customer obtained lower than expected ammonia results (121.9 and 126.6 umol/l vs. Expected result of 163.5 umol/l) from a vitros performance verifier fluid, using vitros amon reagent with a vitros 5,1 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the events. (B)(4).